Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that there was moisture in the cassette. Upon follow up with the patient's nurse, it was verified that the patient has not experienced any injuries or require medical intervention during that time frame. The patient has not missed any treatments as a result of the issues. The patient has received a new cycler and been able to continue with peritoneal dialysis therapy without complications. (B)(6).